Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #: 1627487-2018-01869, reference MFR report #: 1627487-2018-01866. It was reported that the patient experienced a tingling sensation in his calf and foot. The physician stated that the patient does have some foraminal stenosis in the area the leads are placed and believes the s1 lead is causing the tingling sensation which looked to be in the sacral canal and the epidural space. As a result, the patient underwent surgical intervention on (B)(6) 2018 wherein the physician pulled the s1/s loop ¿slack¿ out of the sacral canal but left the s1 electrodes in the foramen. Reportedly, the patient later experienced a cramping sensation in the back of the calf. As such, the patient underwent another surgical intervention on (B)(6) 2018 wherein the system was explanted.